Event description:
The facility reported a pump that would not detect air in the line. Thus, resulting in a failure to alarm as intended. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump that would not detect air in the line, causing the failure to alarm as intended, was confirmed during prod eval. Inspection of the device found ten occurrences of an air in line alarms. This event was due to a faulty pump head module on channel a. The pump head module on channel a was therefore replaced. The pump was tested and returned with an specification.